Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -10.0 diopter, and the lens went into the patient's eye upside down. The lens was removed within the same surgery with no patient injury and the backup lens was implanted. The reporter stated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: visual inspection found no visible damage to the lens. The lens was returned in liquid. Work order search: no similar complaints were reported for units within the same lot. (B)(4).